Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image with 180 scopes due to faulty patient board set. Additionally, an old version (4.00) of the software was identified. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center did not recognize certain probes, it recognized the 190 scopes, but not the older 180 scopes. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "no image with 180 scopes" and "190 scope was recognized but older 180 scopes not recognized" were caused due to a faulty patient board set. Olympus will continue to monitor field performance for this device.